Event description:
Country of complaint: (B)(6). The new lid opened up during sterilization. This happened two times and was noticed only in operating room. No surgery delay occurred, as it was possible to open a second set immediately.

Manufacturer narrative:
Evaluation: the lid was tested and the failure could not be comprehended. A final reason for the failure could not be ascertained. There are no hints for material or product defects. No harm to anybody, no delay.